Event description:
It was reported that the customer's insulin pump was cracked around the motor and that part of the reservoir compartment was broken off. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer stated he did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product was returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, minor scratched lcd window, broken reservoir tube lip, cracked battery tube threads, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.